Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included no interruption to glycemic status and no hospitalization. User support included remote troubleshooting and user education, with instructions to toggle settings, restart the ilet, and allow time for pairing. Investigation of this case revealed a communication disruption between the sensor and the ilet, consistent with a temporary bluetooth pairing issue without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and transient connectivity conditions.